Event description:
It was reported that the patient underwent a sling procedure during in 2003. Following the procedure the patient had been experiencing urinary retention and would perform self catheterization. During 10/2003 the physician cut the tape in the outpatient surgical center and the patient is now doing well. The patient is continent and has no retention.